Event description:
A consumer reported to baxter (B)(4) an end-user that experienced fatal cardiac disease, fatal stomach infection and fatal peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient died due to cardiac disease, stomach infection, and peritonitis (onset dates not reported). Treatment was not reported and it was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. An opinion of causality was not provided. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical and causal information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance received follow-up information from the dialysis rn who stated the client was in the hospital due to his cardiac disease and the peritonitis was diagnosed in the hospital (unknown date). The nurse stated it was not the fault of any of baxter's products it was user error due to the client's noncompliance with aseptic technique. The nurse refused to provide baxter with any additional information and is not willing to accept any further calls from anyone at baxter or provide any additional details. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review could not be performed as the lot number is unknown. The device involved in the incident is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. If additional information or samples become available, a follow up report will be submitted.